Manufacturer narrative:
Event description: updated.

Event description:
Additional information: the failed fiber was exchanged and the second fiber was used to complete the procedure.

Manufacturer narrative:
(B)(4). Product evaluation: failure analysis for fiber 0010-2400-643a-(B)(4): the glass cap shows a circumferential fracture on the distal side of fiber/cap fusion zone at the bevel edge; the fiber proximal to fracture can rotate independently of metal cap; the glass cap exhibits severe devitrification at output window; the metal cap exhibits mild detritus adhesion and signs of crystal deposits on surface; the outer flow tubing open end exhibits minor scratch marks. Based on device analysis, the potential for forward firing may exist. Probable root cause: based on the device analysis, the probable root cause of the failure is: heat accumulation. Cap wear was accelerated due to anatomical/procedural factors (tissue contact and technique) encountered during the procedure which would limit the performance of the fiber.

Event description:
It was reported that during a bph procedure the fiber "immediately broke on first use and no longer worked." It was not reported how the procedure was completed. The tip of the fiber was not cleaned during the procedure. Patient outcome: "no complications" was reported. No injury to patient was reported.